Event description:
The hill-rom field technician reported that he found this bed out of service in a storage area and that there were no reported injuries. He said that the brakes would engage, but the foot caster did not hold. He found that the spacer was missing on top of the caster. He installed a spacer (part number 44116) on top of the caster, and the brakes functioned properly.